Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the cassette was not attached to device properly. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the tamper seal and the battery door were missing. There was evidence of the reported problem (error) being recorded in event history log multiple times. The reported problem was duplicated. While trying to attach a cassette onto the device, the device alarmed cassette not attached properly. Removal of the seal revealed a scratch on the sensor. A scratched sensor would cause functionality issues, such as cassette not attached properly alarms. It was determined that a scratched downstream occlusion sensor caused the reported problem. For corrective action, the downstream occlusion sensor was replaced. Root cause of reported problem was caused by the customer. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customers reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Other, other text: b5: additional information received on 23-mar-2022 via email and attached in complaint object: all issues with these devices were found during testing and repair at our facility. No patient involvement was indicated at the time the pump was received for repair and recertification at our facility. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 2120.